Event description:
It was reported that (5) tlc10 were used during a roux-en-y procedure. It was reported by the rep that the surgeon is having same problems with all five staplers. The device fires correctly across 1/3 of the stomach and then cuts with no staple formation across remaining 2/3 of stomach. There was extended or time.